Manufacturer narrative:
Possible aro. A ge rep evaluated the system and could not reproduce the reported problem. Ge rep adjusted the 5 volt power supply as a precautionary measure. System operates as intended.

Event description:
The customer reported the system displayed a communication error, locked up, and would not stop fluoro with the fast stop switch. No pt injury was reported.